Manufacturer narrative:
A review of the device history record could not be performed since a lot number was not provided. There were no samples or images provided for evaluation. Without a sample or image to review, a definite root cause and corrective action cannot be established.

Event description:
Rf ablation was performed on (B)(6). Patient was brought by for follow up ultrasound which follows protocol. Upon scanning the great saphenous vein it was noted that under ultrasound the image was showing something in the vein. At closer look it appeared a wire was in the vein. Explanation provided was the .018 45cm wire in our mis-7f11 somehow disconnected the stiff end from the floppy end and the floppy end was left inside during the ablation. This was not picked up until the post op scan close to a week later. The physician removed the wire from the vein which was close to 9mm of wire.